Event description:
A report was received that the patient was experiencing pocket site irritation. It was also reported that the recent incision site was not healing properly. The physician believed the patient had a procedure related infection at the pocket site after a revision and also due to the fact that the patient had diabetes. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-2316-50, serial/lot : (B)(4), description: infinion1x16 perc lead kit-50 cm. Model : sc-3400-30, serial/lot : (B)(4), description: infinion splitter 2x8 kit (30 cm). Model : sc-4316, serial/lot : (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.